Manufacturer narrative:
Received unit with cracked and bleeding lcd glass. Unable to perform a displacement test due to physical damage. Unit had cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump was dropped and there are multiple cracks on the display. Customer's blood glucose level at the time 106 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.